Event description:
The patient reported that 2 v-go 40 devices between this week and last week in addition to 1 from a previous box where the needle button popped out during use. The patient confirmed that he presses on the raised bump of the needle button during initial needle insertion and he does not recall the timeframes of when the needle button popped out.

Event description:
The patient reported that 2 v-go 40 devices between this week and last week in addition to 1 from a previous box where the needle button popped out during use. The patient confirmed that he presses on the raised bump of the needle button during initial needle insertion and he does not recall the timeframes of when the needle button popped out.